Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc experienced the needle through the cathteter during catheter introduction. Product defect was noted during use. The following information was provided by the initial reporter: the patient complained of pain when the first puncture was unsuccessful, and it was found that the catheter was punctured by needle when the puncture was pulled out,it didn't cause any personal injury and no adverse events

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8295162. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was submitted for evaluation. A subsequent evaluation of the entire manufacturing process was conducted; all finished devices are subjected to an automated visual inspection that is capable of identifying a segregating punctured catheters, and a review of our retained samples for this lot were unable to produce any additional instances of this non-conformance. Unfortunately at the conclusion of our review our engineers were unable to determine the root cause of this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 24 ga x 0.75 in mz ec slm npvc experienced the needle through the cathteter during catheter introduction. Product defect was noted during use. The following information was provided by the initial reporter: the patient complained of pain when the first puncture was unsuccessful, and it was found that the catheter was punctured by needle when the puncture was pulled out, it didn't cause any personal injury and no adverse events.